Event description:
It was reported that the home patient (hp) had a system error 2367 (resume error, critical error found) on the homechoice (hc) during dwell one of three. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. The therapy was discontinued prior to completion of two full cycles. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.